Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer resumed basal insulin delivery after customer had also administered a manual injection of insulin. The customer's blood glucose (bg) level subsequently decreased to 25 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.